Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a pentaray nav high-density mapping eco catheter and during mapping, the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and prolonged hospitalization. During mapping with pentaray, the patient's blood pressure dropped. The pericardial effusion was confirmed with intracardiac echocardiography (ice). Pericardiocentesis was done. Patient was stable. The biosence webster inc. (Bwi) devices currently inside the patient were a qdot catheter, a pentaray catheter, and a soundstar catheter. It was unknown why the injury occurred but that the pentaray catheter possibly went through the appendage. No ablation had occurred at any time. The physician¿s opinion on the cause of this adverse event was patient anatomy related. The patient improved with chest drain. Patient was sent to the intensive care unit (ICU) with the chest drain. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The physician's opinion on the cause of this adverse event was patient anatomy. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation with a pentaray nav high-density mapping eco catheter and during mapping, the patient experienced pericardial effusion that required pericardiocentesis, surgical intervention and prolonged hospitalization. During mapping with pentaray, the patient's blood pressure dropped. The pericardial effusion was confirmed with intracardiac echocardiography (ice). Pericardiocentesis was done. Patient was stable. The biosence webster inc. (Bwi) devices currently inside the patient were a qdot catheter, a pentaray catheter, and a soundstar catheter. It was unknown why the injury occurred but that the pentaray catheter possibly went through the appendage. No ablation had occurred at any time. The physician¿s opinion on the cause of this adverse event was patient anatomy related. The patient improved with chest drain. Patient was sent to the intensive care unit (ICU) with the chest drain.